Event description:
When the co's leeds, england affiliate attempted to recall three mispackaged femoral knees from a customer in germany, they learned one pt received a left femoral implant in the right leg.